Event description:
Information received indicates when the head section is raised, it will not stay raised.

Manufacturer narrative:
The technician found the CPR lever was engaged. He disengaged the CPR lever to allow the head section to be raised.